Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's wife reported via telephone call that the insulin pump gave repeated no delivery alarms during basal delivery. The blood glucose reading was 164 mg/dl. Insulin exited with a fixed prime during troubleshooting. The caller reported that they had tried all remedies. She was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump functioned properly during functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No excessive no delivery alarms were noted. The pump passed the self test, unexpected restart operating current measurements. The pump was received with a cracked reservoir tube lip.